Event description:
It was reported that the cordless driver 3 running without activation as soon as the battery is connected prior to the procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device had run on as the trigger magnet had fallen out. This condition allows the device to run without activation. The affected trigger assembly was replaced. The driver passed all final inspection activities and returned to the account.